Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an interventional procedure, the user reported that initially a plane did no work and error message "no x-ray, shut down required." Was displayed. A system restart was attempted, however, it was unsuccessful and an override was not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective d510-1 and d510-2. The event log files were reviewed and showed that the x-ray generator of plane a was not booted and had a communication problem. During troubleshooting, the cse found a capacitor on the pcb board d115 of the x-ray generator to be smoldered. As a result, the invertors d510-1 and d510-2 were defective due to thermal effects. To withstand the high driving current better, the d115 board was improved in 2014 by using a capacitor with higher resistance against high driving current. The cse replaced the d115 as well as d510-1 and d510-2 boards and the system recovered. No further corrective actions are planned based on this nonsystematic event.